Event description:
Customer reported the insulin pump alarmed during manual prime. Troubleshooting was performed. Customer's blood glucose was 118 mg/dl. Customer was advised to disconnect from the device. The device was not bumped or dropped. The drive support cap appears normal and customer did not press it in. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.